Manufacturer narrative:
(B)(4).

Event description:
It was reported that the biomedical department received a pump with reported helium loss 2 alarms. Additional information states "[they] weren't informed of any patient involvement". If further information is received, this complaint will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the biomedical department received a pump with reported helium loss 2 alarms. Additional information states "[they] weren't informed of any patient involvement". If further information is received, this complaint will be updated.